Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, intermittently high, out of range, pacing lead impedance was observed on the rv lead. The impedance values were rising high and then return to normal range within 5 minutes of testing. The lead was capped and replaced on (B)(6) 2019. Patient was stable prior, during and after the procedure.